Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The proximal conductor was worn. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were fractured due to insulation damage. Recorded episodes indicated lead conductors were touching and observed noise on both channels. The rv and ra leads were explanted. No patient complications have been reported as a result of this event.